Event description:
Litigation alleges the patient suffers from pain, discomfort, inflammation, a popping/snapping sensation, and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update (B)(6) 2014 - pfs and medical records received. After review of the medical records for MDR reportability, the stem is being added for the alleged high metal ions (no lab results provided). It should be noted the patient was implanted with a poly liner, not metal. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
In addition to what were previously alleged, pfs also alleges limited mobility, impaired adl, dizziness, lower back pain, headaches, loss of strength in legs, falling down at various times, leg length discrepancy, and loss of ability to function. After review of medical records for MDR reportability, it was stated that the patient was revised to address nickel allergy, trunionosis, poly wear and extensive heterotopic ossification. Revision notes reported limited rom and skin lesion. Lab report for cobalt-chromium are below 7 ng/ml.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).